Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The target lesion was predilated with a 1.5x20mm unspecified balloon catheter. A 3.50x8mm promus element plus was advanced, however; the device was unable to cross the lesion. The procedure was completed with another of the same device and no patient complications were reported. The patient was stable post procedure. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination identified proximal stent damage. A hypotube kink was present 10cm from the catheter strain relief. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).